Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review manufacturing location: monument manufacturing date: 26-nov-2024 expiration date: 31-oct-2034 part number: 04.037.261s, 12mm/130 deg ti cann tfna 400mm/left- sterile lot number: 43652p7 (sterile) lot quantity: (B)(4). A manufacturing record evaluation was performed for the finished device with batch number 43652p7. No nonconformities or manufacturing irregularities have identified related to the complaint condition component part(s) reviewed: part number: 04.037.912.3, tfna lock drive lot number: 34954p1 lot quantity: (B)(4). Part number: 04.037.942.2, lock prong, 130 degree lot number: 36011p8 lot quantity: (B)(4) production order traveler met all inspection acceptance criteria. Part number: 21127, timoagri16.00 lot number: 38688p0 lot quantity: (B)(4) lb. A manufacturing record evaluation was performed for the finished device with batch number 43652p7. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date that the same patient has experienced 3 tfna nails breaking in the same area of the nail, resulting in a final nail removal and proximal femur replacement. The nail was examined upon removal and didn¿t seem to have any signs of drill damage from initial nail placement.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.